Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than 1 week and has used up to 10 batteries. The customer's blood glucose reading was 239 mg/dl at the time of incident. Troubleshooting assisted customer to resolve the pump battery issue. The customer also indicated of a recent hospitalization for high blood glucose and was sent home with medication. No further troubleshooting was necessary.